Event description:
Patient reported "deflation". Later healthcare professional confirmed the events. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to partial d6a implant date: 2020 was provided.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "deflation". Later healthcare professional confirmed the events. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, b5, d6(b), h6.

Event description:
Patient reported left side deflation (confirmed by physician). The device has been explanted.